Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited "abnormal parameters' and noise. The lead was explanted and replaced. The patient was discharged. No further information was reported.

Manufacturer narrative:
Final analysis found normal lead characteristics.